Event description:
On (B)(6) 2018 the customer contacted dario to report that she went to the emergency room due to a high reading of 572 mg/dl. At the emergency room, her blood glucose level was 120 mg/dl. The investigation concluded that customer was using an operating system ((B)(6)) that was not supported with the dario application at the time. (B)(6) became supported on (B)(4) 2018.